Event description:
It was reported that episodes of non-sustained ventricular oversensing was observed. The oversensing could not be reproduced in clinic. Programming changes were made and induction test after was successful. The patient condition was good after the test. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.